Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of four, while the hp was connected. During troubleshooting it was noticed that the clamp on an unused supply line was left open during therapy. The technical service representative (tsr) had the hp close all the clamps and cycle the power in order to clear the alarm and end the therapy. The tsr assisted the hp with disconnecting from the hc using the proper aseptic technique and removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.